Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s device was in overdischarge. The rep stated that the device was not working and then clarified that the patient had not used nor charged their device for two years. The rep noted the patient could not find their ins recharger (insr) nor patient programmer (pp). No symptoms were reported. No further complications were reported. Additional information received from the rep reported that they met with the patient on (B)(6) 2018 and ran 1 physician mode reset (pmr) and the ins recharger displayed a power on reset message (por) and the ins charged from 25-75% in 1 hr. The rep attempted to interrogate with the clinician programmer and clear por. When the rep checked the ins with the patient programmer the battery was depleted again. The rep asked if it was normal for the ins to rapidly charge and deplete, and it was reviewed that battery capacity changes after an over-discharge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the patient was advised to charge frequently to exercise the battery, and that the issue was considered resolved. No further complications were reported.